Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was selected.

Event description:
It was reported that this patient with an subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to t wave oversensing. Technical services (ts) was consulted, discussed the event appeared to be monomorphic ventricular tachycardia (vt) that eventually leads to t wave oversensing and therapy delivery. The clinic is planning for the patient to have a vt ablation. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with an subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to t wave oversensing. Technical services (ts) was consulted, discussed the event appeared to be monomorphic ventricular tachycardia (vt) that eventually leads to t wave oversensing and therapy delivery. The clinic is planning for the patient to have a vt ablation. This s-ICD remains in service. No additional adverse patient effects were reported.